Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the slitting of catheter, slitting was not successful as the valve was not cut on the pacing lead. It is suggested that the physician did not place the slitter correctly and hence the valve was pressed into the catheter. Post procedure the same slitter was reused in the procedure for slitting of another catheter without problems. The catheter was attempted not used. It was also reported that the procedure was prolongated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum adhesive released of the hub of the delivery catheter. The catheter shaft was torn. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. There was an issue with the septum of the catheter the septum detached from the hub of the delivery catheter. The septum of the catheter was damaged. The analyst noted the delivery catheter was returned without the dilator and the septum was separated from the hub of the delivery catheter. The slitter was not returned. There was some adhesive on the septum. The septum was damaged. The septum was cut. Adhesive was present in the hub of the delivery catheter. Slitting did not start on the centerline on the hub of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.